Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2021, and then experienced revision surgical procedure on (B)(6) 2022 approximately 1 year and 1 month after initial implant. No images were provided. There is no other information available.

Manufacturer narrative:
D10. Concomitants: 02-020-13-0235 - truliant cr cem fem cr cem left sz 3.5 6545513; 02-022-45-3525 - truliant tib fit tray cem sz 3.5f / 2.5t 6776176; 02-029-99-1001 - fluted headless pin 3.0" square head, pk2 25378; 200-02-32 - three peg patella 32mm 6776450. These devices are used for treatment and not diagnosis. There is no other information available. Pending investigation.

Manufacturer narrative:
H6: corrected the following: health effect clinical code, type of investigation, investigation findings, investigation conclusions. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.